Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had pain at the anchor site. Lidoderm patch was prescribed. It was also reported that the patient was experiencing frequent urination with the use of the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the frequent urination was not device related. No device malfunction was suspected. It was stated that there was no clik anchor implanted in the patient. The physician did not share what was the medication prescribed or if a lidoderm patch was prescribed. No further information could be obtained by bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pain at the anchor site. Lidoderm patch was prescribed. It was also reported that the patient was experiencing frequent urination with the use of the stimulator. The patient will undergo an explant procedure.